Manufacturer narrative:
Investigation conclusion:.a review of the DHR found that the reported lot expired on 06/13/2023. Root cause: expired product used. Source: phone.

Event description:
Customer reporting false positive sars results. Customer states the results were negative by another brand rapid otc kit. Through interview it was found the test the customer was using was expired.